Event description:
It was reported that a plate tack broke during a bunion surgery resulting in the tip being implanted in the patient's bone. There was no case delay or other patient outcomes reported as a result of this event.

Manufacturer narrative:
It was reported that a plate tack broke during surgery resulting in the tip being implanted in the patient's bone. The device was not returned to the manufacturer for evaluation, but photographic evidence was reviewed and confirmed the device broke right where the trocar tip meets the shaft. Additional information indicates that it is believed that the resident dropped his hand upon insertion of the plate tack. All possible device history records for the device (B) (4) were reviewed and no issues were identified during the manufacture or release of the product that could have contributed to what was reported. Based on the available information, it is possible the technique utilized subjected the olive wire to additional bending forces resulting in its breakage. The product is manufactured with implant grade material, no adverse events have previously been reported as a result of this failure to date, and the case was successfully completed with no other patient outcomes or case delay reported. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.